Event description:
It was reported that the tulip head detached on an oasys polyaxial non biased screw. No adverse consequences were reported.

Manufacturer narrative:
Method: device history review; complaint history review; results: the possible causes are: too much torsional force for removal likely caused by hard bone quality, improperly prepared screw hole prior to insertion or the tip of the screwdriver may not have been fully seated to the polyaxial screw prior to securing the sleeve, causing the polyaxial screwdriver to apply cantilever loads to the tulip, so the cause is unknown/multifactoral. Conclusion: the oasys polyaxial screw was confirmed via the stryker rep to have a separated tulip head. Manufacturing records for this product were reviewed and no incidents were found. This was the first reported event for this lot. There were no new harms/hazards found.

Event description:
It was reported that the tulip head detached on an oasys polyaxial non biased screw. No adverse consequences were reported.